Event description:
The customer reported a broken waste outlet cable of the cell-dyn ruby analyzer that caused the waste to leak and drip. No exposure or injuries were reported. No impact to user safety or patient management was reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.